Event description:
Reported receiving high readings from blood glucose monitor. In blood glucose tests, customer received a lab reading of 62 mg/dl compared to a meter reading of 118 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment assoicated with this event.